Event description:
It was reported that the customer's tandem mobi pump would not turn on and was unable to charge, resulting in a pump shutdown. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by using a different charging cable, despite being advised against using non-tandem charging supplies unless instructed for troubleshooting.